Event description:
It was reported during defib testing on a new ICD implant, an alert was received stating possible shock coil problem. A new ICD was implanted and the same problem occurred. The lead was then capped and replaced and there were no further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.